Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous episode was observed. Technical services (ts) reviewed and noted a morphology change with t wave oversensing resulting in an inappropriate shock to this patient. The smart pass feature had been disabled. This patient did not recall receiving a shock at that time or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to the complaint summary field from: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous episode was observed. Technical services (ts) reviewed and noted a morphology change with t wave oversensing resulting in an inappropriate shock to this patient. The smart pass feature had been disabled. This patient did not recall receiving a shock at that time or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Correction to coding: removed patient code of electric shock and added low amplitude or poor morphology.

Event description:
It was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to the complaint summary field from: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous episode was observed. Technical services (ts) reviewed and noted a morphology change with t wave oversensing resulting in an inappropriate shock to this patient. The smart pass feature had been disabled. This patient did not recall receiving a shock at that time or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Correction to coding: removed patient code of electric shock and added low amplitude or poor morphology.

Event description:
It was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to coding: removed 9398 and added 9087 patient code and 1698 device code. Correction to the complaint summary field from: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous episode was observed. Technical services (ts) reviewed and noted a morphology change with t wave oversensing resulting in an inappropriate shock to this patient. The smart pass feature had been disabled. This patient did not recall receiving a shock at that time or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Correction to coding: removed patient code of electric shock and added low amplitude or poor morphology.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to coding: removed 9398 and added 9087 patient code and 1698 device code. Correction to the complaint summary field from: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous episode was observed. Technical services (ts) reviewed and noted a morphology change with t wave oversensing resulting in an inappropriate shock to this patient. The smart pass feature had been disabled. This patient did not recall receiving a shock at that time or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. To: it was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Correction to coding: removed patient code of electric shock and added low amplitude or poor morphology.

Event description:
It was reported that this patient had their subcutaneous implantable cardioverter defibrillator (s-ICD) interrogated post magnetic resonance imaging (MRI) in which a previous shock episode was observed. Technical services (ts) reviewed the episode and observed a morphology change in which this patients rhythm appeared to be wider than the sinus beat, which suggested a slow ventricular tachycardia (vt) that was below the conditional zone. T wave oversensing was observed and the smart pass feature was noted to be off. This patient did not recall receiving a shock at that time and or experienced any symptoms. Ts discussed re enabling smart pass. It was also noted that the battery of this s-ICD was suspected to be prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.